Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, the device could not be interrogated with rf telemetry. The device showed that it reached eri (B)(6) 2017. During previous follow-up via merlin.net transmission on (B)(6) 2017, the device showed 2.9 years estimated remaining longevity. Premature battery depletion was observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.